Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and was explanted during an elective procedure. The device was implanted in subpectoral position and electively replaced due to being included on the advisory of 2009. It was also noted that the rv lead exhibited noise and increased impedences up to 1500 ohms. This noise is being oversensed and leading to inappropriate therapy. The device was explanted and replaced. The device was returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, a thorough evaluation of the lead and device was performed. The device passed production automated e2 tests which verified the pacing, sensing, defibrillation, and recording functions. The header is secure on the device case and an x-ray confirmed that the feedthru wires were intact. It was also noted that resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies that would have caused or contributed to the clinical observations. Therapy was available.